Event description:
Reporter indicated that the pt was diagnosed with dysphonia post implant of the vns therapy system. Pt was referred to an ent to check for partial true vocal cord paralysis. The dysphonia was reported as beginning after surgery and before the pt was programmed on. Further follow-up indicated the pt was diagnosed with "total vocal cord paralysis" and was being referred to a physician for possible teflon injection treatment for the vocal cord paralysis. Good faith attempts are being made to obtain additional information.